Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reseated the ui pcb to display cable and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.